Event description:
The customer reported the hd autoclavable camera head display a b30 communication error. In addition, no image appears while connected to the camera head. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field service engineer (fse) inspected the device and was able to confirm the issue. The fse discovered that image appeared upon inserting the camera head and pressing the camera focus button. Afterwards, a b30 error was displayed and image disappeared. Furthermore, the fse found minor scratches and minor corrosion on the video connector pins. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon "b30 error" was reproduced. It was presumed that a communication failure occurred due to disconnection of the cable, and a b30 error and an intermittent image occurred. B30 error was found to have occurred due to cable breakage. Rust could be confirmed in the coupler, but the cause was not described. Regarding cable fractures, the contents of the instructions for use at the time of release of the product were checked. The following entries are provided. Thus, it is judged that the indicated phenomenon can be prevented: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.